Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting with the caller who stated the information will be communicated to the physician who will continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device has been emitting tones every six hours. System evaluation identified a gradual rise in shocking impedance measurements over the past year with several values of 125 ohms to 129 ohms in the past few weeks. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that commanded shocks were performed which resulted in a shocking impedance measurement of 86 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.